Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and low r-wave amplitudes. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences.